Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was received into the lab for analysis. Visual inspection revealed the input, output connectors and controls appeared to be free of physical damage. All the mounting hardware was secured. Normal wear was observed on the exterior chassis. Ac power was applied to the rf generator and the system successfully executed the power on self-test with no faults detected. All modes were examined in this investigation. Visually inspected all ports for physical damage. Testing of all ports was conducted while monitoring the port temps and impedance. Audible tones emitted were consistent with the modes of operation selected and no issues were observed. No hardware anomalies were detected in this investigation. Review of system log files provided inconclusive data as no anomalies were found for the reported event date. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the reported event was unable to be confirmed. The returned product functioned properly during the evaluation.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a radiofrequency ablation procedure, the screen on the generator froze and the procedure was cancelled. There were no adverse consequences to the patient.